Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 50 mg/dl. Reportedly, customer suspected that the pump's correction factor was incorrect. The customer drank orange juice and later adjusted settings with the healthcare provider.